Event description:
Procedure type: cholecystectomy. According to the reporter: the clips did not catch the tissue and make a v shape. Two more devices were opened and the third device worked as intended. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss. A new device was used to surgically correct the issue; no conversion in procedure type.

Manufacturer narrative:
(B)(4).